Manufacturer narrative:
Investigation: customer returned (2) 1/2cc, 12.7mm, 30g syringes in an open poly bag from lot # 8239945. Customer states that the syringes came apart. Both syringes were returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrels was observed. A review of the device history record was completed for batch# 8239945. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200776778, 200776345, 200776533] noted that did not pertain to the complain possible root causes for hub separates issue include: - broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. - a misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. - hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringet.

Event description:
It was reported that hub separation occurred with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "dear sirs, I'm sending 2 syringes that came apart. You may want to see what the cause it. This has happened in number of times before. This is the first time I had two from one of the same bags. "

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hub separation occurred with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "dear sirs, I'm sending 2 syringes that came apart. You may want to see what the cause it. This has happened in number of times before. This is the first time I had two from one of the same bags. "